Event description:
Small steel thing popped out - oral-b [device breakage]. Case narrative: 59-year-old female consumer via phone stated that while she brushed her teeth, a small steel thing popped out of the oral-b toothbrush head. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.